Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, and failed battery test alarm or off no power alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. Customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported a failed battery test alarm occurred on the insulin pump after the battery was replaced. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a button error alarm while troubleshooting for the failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.